Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a dbs support group lead regarding a patient who was implanted with a neurostimulator. It was reported by the caller that something came loose in the patient's system. The caller states that the patient is anxious since the issue will require surgical intervention. The caller was unable to provide patient information for follow-up.